Manufacturer narrative:
The cls was not returned to saluda. A root cause for the infection could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "infection that may require hospitalization with intravenous antibiotic therapy which the patient may require surgery (including revision, explant, and replacement) as a result." The manufacturing records were reviewed and the product met all requirements for release.

Event description:
A saluda representative was notified that a patient implanted with an evoke spinal cord stimulation (scs) system was undergoing explant due to an infection at the evoke closed loop stimulator (cls) implant site.